Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The patient presented with a myocardial infarction. On (B)(6) 2020, two xience xpedition stents (4x38mm & 4x18mm) were implanted without issue. On (B)(6) 2021 during the beginning of a different procedure, thrombosis was identified in the stents despite the patient showing no symptoms. Medication was given as treatment, and the patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.